Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed and found that the customer appears to be changing her infusion sets every 5-6 days. The reservoir was completely empty and the insulin pump was alarming. No delivery when the customer was admitted to the hosp. The insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.